Event description:
The patient woke up in the morning and the keypad buttons did not activate desired pump functions when pressed. There was no trauma to the pump or special activities at onset of the issue. The pump was not exposed to water. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. All keypad buttons were intermittently activating desired pump functions when pressed. Corrosion was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.